Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured at 10 atms on the initial inflation. The lesion being treated was a severely calcified, 99% stenotic lesion in the lad. A traverse .014 guide wire, and a brite tip guide catheter were also used in the procedure. No patiient injuries or complications were reported.